Event description:
It was reported the programmer takes a very long time to initially boot up. After the long boot up, it functions normal. The programmer was returned for repair and test/calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer took a long time to initially boot up. As a result the hard drive was reconfigured and software was reloaded. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose and the system fan was noisy. (B)(4).